Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure an attempt was made to use a resolute onyx rx coronary drug eluting stent to treat a lesion. It was reported that stent dislodgement occurred during delivery to the lesion. It was reported that the dislodged stent was not removed. It was reported the dislodged stent was deployed at an incorrect location with a larger balloon to stabilize it. No patient injury reported.

Manufacturer narrative:
The lesion was in the prox lad. There was no calcification and 80% stenosis. The lesion was crossed with an 0.014 non-medtronic wire, and with some difficulty, a 2.5 noncompliant balloon was passed and dilated to 14 atmospheres twice in the in-stent restenosis of the lad. Stenosis decreased to less than 20%. An attempt was made to advance the resolute onyx stent to the lesion. The stent could not get to the lesion. The stent sheared off on the guider. The stent was deployed more proximal in the lad, first with a 1.25mm sprinter balloon, then a 2.0 nc non-medtronic balloon, then a 2.75 nc non-medtronic balloon with a final widely patent proximal lad. Patient status reported as fine. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The previous stent was not a medtronic stent. The stent sheared off on the 6f medtronic launcher guide catheter. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.